Event description:
It was reported that a patient presented with inappropriate shock and anti-tachycardia pacing due to incorrect interpretation of signal. Corrective programming changes were made. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with inappropriate shock and anti-tachycardia pacing due to incorrect interpretation of signal, resulting in patient discomfort. Corrective programming changes were made. No further adverse patient consequences were reported.